Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture.¿ device has been explanted and replaced.

Event description:
Healthcare professional reported, right side "rupture". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as surgical impact opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. Additional observations: observed stress marks on the device.

Event description:
Healthcare professional reported right side "rupture.¿ device has been explanted and replaced.

Event description:
Healthcare professional reported right side "rupture.¿ device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4; d.9; h.3; h.4.